Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient left unused line clamps open. Setup of the machine was reviewed with the patient. The patient was involved but there was no patient injury or medical intervention reported. The home patient (hp) was contacted and stated there was air in the line. Since then, therapy has been going well and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed, because the patient reported having a clamp open on an unused supply line during therapy, which is use error that could cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.